Event description:
It was reported by the clinician that a carealert transmission was not received after the patient received therapy and had a right ventricular lead warning. Additional information noted that the remote monitor was not programmed to send a carealert for received therapy and that the remote monitor was unable to transmit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinician that a carealert transmission was not received after the patient received therapy and had a right ventricular lead warning. Additional information noted that the remote monitor was not programmed to send a carealert for receivedtherapy and that the remote monitor was unable to transmit. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power adaptor was out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.